Manufacturer narrative:
The device was returned for evaluation. There was no damage observed on the pusher. The implant was separated from the pusher and stretched from the proximal section; however, it was not completely detached. The monofilament showed no sign of thermal cycling. There were striations on the monofilament, confirming a tensile stretch. Based on the provided information and evaluation of the device, the reported complaint of a coil detachment could not be confirmed, as the coil was found to be stretched. The reported resistance could not be confirmed, as the microcatheter used for the procedure was not returned. The root cause is unknown, although the device exhibits evidence that it was subjected to tensile forces that exceeded its design specifications.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during positioning of a coil embolization treatment, resistance was encountered. During removal, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed in their entirety together with the microcatheter. There was no reported patient injury or health damage.